Event description:
It was reported that the right ventricular lead was explanted and replaced due to high impedance of 2532 ohms, and an apparent lead fracture. No patient complications have been reported as a result of this event.